Event description:
The patient reported that the buttons were not responding on the keypad. The reporter denies exposure to water or damage to the keypad. The down arrow button did not feel normal when pressed.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be swollen. All keys were intermittently responding and required excessive force to activate. The keypad was removed and the "up" and "down" arrow key contacts were misaligned. All key contacts did not click and spring back normally. There was also evidence of keypad adhesive found under all key contacts.